Event description:
It was reported by the patient that there is an increase in heart rate when riding in the car with transition from cement to asphalt or smooth level to bumpy. The increase in heart rate is also evident when biking or walking. It was further reported that the patient came into the clinic for follow up and an adjustment was made to the pacemaker. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.